Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the day of the implant procedure, the patient experienced chest pain due to a pneumothorax. It was noted an x-ray was carried out and spontaneous resolution of the pneumothorax was observed and the outcome was resolved after the patient was hospitalized for one week. The system remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.